Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged blank display was verified. Review of pump history found call service alarms related to the blank display complaint. The pump powered up to a blank display with auditory and vibratory features. The remaining testing was not completed due to the blank display. Unrelated to the display issue, the vibratory feature was operating continuously.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).